Event description:
It was reported that during the positioning of the embolization coil, the coil became stuck partially within the microcatheter and then prematurely detached. An intravascular snare was used over the microcatheter to remove the coil. The patient incurred no injury.

Manufacturer narrative:
Sample analysis: a visual analysis of the returned device revealed the device returned with the implant detached from the delivery pusher. The implant coil was returned partially protruding from the end of the returned microcatheter. As the coil was removed from the microcatheter, the implant was found to be extremely stretched and kinked one secondary coil wind from the distal end of the coil. The stretched portion of the proximal end was actually double over within the microcatheter inner diameter. The stretched coil was positioned parallel to the attachment marker band. The returned microcatheter was damaged (flattened) just distal to the 3cm marker band. The remainder of the device is normal in appearance. The root cause of this complaint appears to be due to the device coil kinked and overlapping upon itself within the inner diameter of the microcatheter. The damage to the microcatheter may be the attributing factor however, we cannot determine at what point that occurred nor definitively. The device history record was reviewed. No abnormal discrepancies or non-conformances wer observed.